Event description:
It was reported that the apexpro telemetry server (ats) did not provide an alarm for a pause event. A review of the ECG strips by ge healthcare shows high frequency artifact at the onset of the event and at least one small waveform gap that could indicate a momentary loss of telemetry data. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.